Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a splenectomy, the device would not seal the short gastric vessels properly. After the device was activated, end tones were heard and after dissection bleeding occurred. No transfusion was necessary. After switching to another ls1037, the procedure was completed without further issues.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2016. Examination of the returned sample could not confirm the issue. Visual inspection of the used device found no anomalies, and testing of the device on simulated tissue yielded acceptable results with a full seal. Additional functional testing confirmed that the jaws opened and closed normally using the handle, and that seals were fully made on porcine kidney tissue of various sizes. The activation button was pressed in various locations and activated within specifications. The investigation found the device functioned normally and within specifications. The device history records could not be reviewed because no lot number was provided, and there is no trend associated with this issue.